Event description:
Additional information was received on 07 jun 2023: the procedure performed prior to using the trb2 was a left heart catheterization (lhc). 12cc's of air was injected into the tr band when it was applied. The device was not manipulated before use in any way pre-use or during storage. Prior to use the product was stored in the in the lab and once opened they were dropped on the table.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide additional information to section b5, to correct section g4 and to provide completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air leakage issues because the sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. The sample photos provided by the account were reviewed and there does not appear to be any damage from the inflation tubing to the band that would cause a leak. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that the tr band 2 device lost air almost immediately. The tech put the band on and quickly noticed that the patient was bleeding from under the band and that the air was deflating from the balloon. The tr band was removed, and a cordis radial band was applied. The balloon was filled and put under water and air bubbles coming from where the tubing goes into the balloon were noticed. The estimated blood loss was less than 250cc's. The patient was in stable condition. The procedure outcome was successful. There was no patient injury/medical or surgical intervention required.

Manufacturer narrative:
The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.